Event description:
The customer reported not being able to hear alarms at the obtv central station. No patient harm was reported.

Manufacturer narrative:
(B)(4): the philips response center (rc) staff assisted the user to turn on audible alarming. There was no device malfunction. Device labeling (instructions for use/IFU) adequately describes control of alarming. No further investigation or action is warranted.